Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was delivering less insulin after alarming low reservoir. It was stated that all the programming was correct, but the device is under delivering insulin. Troubleshooting was performed, and the displacement test passed, but at the end of the test the device started growling and moved in spastic motions. No further information was provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.